Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  last 4-5 months ins just turns off. Pt states they know when the device is off because she cannot walk. Pt states she verifies its off by the lightning bolt being gone. The patient was redirected to their healthcare provider to further address the issue.  Patient services (pss) directed pt to health care professional (hcp). Pt states happens sometimes after the device is charged. Pt states this has happened 4 times. Pt states sometimes will charge when 1 bar left or 4. Pt states she talked to the rep when a piece of her equipment broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.